Event description:
It was reported that low, out of range pacing impedance (<200 ohms) was noted from the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended further lead integrity testing. Additional information has been requested regarding the event resolution, but have not yet been received. The rv lead remains implanted and in service and the patient was stable with no adverse consequences.